Event description:
During a appendectomy an ethicon endosurgery endoscopic stapler x 2 opened, both did not work properly. The first item lot # j4ct90 only fired partially. The second item made a loud popping sound and took a lot of force to complete the stapling function. He completed the procedure using the bovie and not any more staplers.